Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with the cause of hyperglycemia unclear; the caregiver planned to change the user¿s supplies, and troubleshooting and education were completed. Symptoms included hyperglycemia to 310 mg/dl. Outcomes included no need for further follow-up. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified during troubleshooting, and the event was managed by supply replacement and guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.